Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted. Replaced, and therapy was restored.

Manufacturer narrative:
A case of ipg replacement was reported to abbott. The patient's ipg was replaced on (B)(6) 2024, no complications during the procedure and therapy restored. No explanted product is being returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.